Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the motor stall had recovered. It was noted the motor stall occurred on (B)(6) 2013 at 14:29 and recovery occurred the same day at 14:55. The cause of the motor stall was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (10.0 mg/ml at 1.200 mg/day) and bupivacaine (10.0 mg/ml at 1.200 mg/day) via an implantable pump for non-malignant pain, other non-malignant pain, and other chronic/intractable pain (trunk/limbs). A pump interrogation was performed on (B)(6) 2013, revealing a pump motor stall. The device diagnosis was pump motor stall. The event date was noted as (B)(6) 2013. There were no actions taken. The event resulted in an unscheduled clinic or office visit. The event was possibly related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2013. There were no reported symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) no longer applies. Eval code-conclusion no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the motor stall occurred status post MRI.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.